Manufacturer narrative:
Product event summary # (B)(4): the partial lead was returned in segments and analyzed. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation was ruptured. Concomitant medical products: model: vedr01, ipg; implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited insulation damage under the subclavian. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.